Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited high thresholds. The lead was not used, and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on the distal conductor (not obstructed).